Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, guide cath: hyperion 6f spb3.5. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed mildly calcified, lesion in the mid left anterior descending artery. The 2.75 x 15 mm nc traveler balloon dilatation catheter (bdc) was being inflated for pre-dilatation; however, it ruptured at 15 atmospheres when inflated for 30 seconds. The procedure was successfully completed with a 2.75x15mm non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.